Event description:
It was reported that during system implant, the physician had difficulty inserting the atrial lead into the pulse generator. The lead was able to fully inserted an normal electrical values were seen. The lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)